Event description:
It was reported that after a previous continuous glucose monitor (cgm) sensor session ended, the user started a new sensor and received a ¿sensor unavailable¿ alert before readings resumed and displayed a blood glucose of 356 mg/dl, with subsequent readings around 352 mg/dl trending downward. The event was associated with a gap in cgm coverage and involved the ilet system with libre 3+ showing a sensor unavailable condition, and user operation was noted as an improper or incorrect procedure or method. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem of not starting a new cgm in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.